Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)' in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one essure device deployed incorrectly on left side- removed entirely and new one placed without problem". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse)", abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), urinary tract infection ("bladder/urinary problems: uti"), mood swings ("hormonal changes describe: mood/sexual,"), cervicitis ("cervicitis"), procedural pain ("transient procedure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial") and sexual dysfunction ("sexual disorder") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (bilateral)) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, weight increased, uterine leiomyoma, cervicitis, procedural pain, vaginal haemorrhage, bacterial infection and sexual dysfunction outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, urinary tract disorder, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal pain, bacterial infection, cervicitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mood swings, pelvic pain, procedural pain, sexual dysfunction, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient had received treatment for: dysmenorrhea, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, apareunia, urinary problems, vaginal infection, vaginal discharge, uti, fibroid uterus, failed ablation due to essure coils, cervicitis, hormonal changes, weight gain. "One essure device deployed incorrectly on left side- removed entirely and new one placed without problem." Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Event bacterial infection, device insertion difficult, vaginal bleeding & sexual dysfunction were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one essure device deployed incorrectly on left side- removed entirely and new one placed without problem". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), the first episode of female sexual dysfunction ("apareunia"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), urinary tract infection ("bladder/urinary problems: uti"), mood swings ("hormonal changes describe: mood/sexual,"), cervicitis ("cervicitis"), procedural pain ("transient procedure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial") and the second episode of female sexual dysfunction ("sexual disorder") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (bilateral)) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, weight increased, uterine leiomyoma, cervicitis, procedural pain, vaginal haemorrhage, bacterial infection and the last episode of female sexual dysfunction outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract disorder, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal pain, bacterial infection, cervicitis, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: patient had received treatment for: dysmenorrhea, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, apareunia, urinary problems, vaginal infection, vaginal discharge, uti, fibroid uterus, failed ablation due to essure coils, cervicitis, hormonal changes, weight gain. "One essure device deployed incorrectly on left side- removed entirely and new one placed without problem." Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), urinary tract infection ("bladder/urinary problems: uti"), cervicitis ("cervicitis") and procedural pain ("transient procedure pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, weight increased, uterine leiomyoma, cervicitis and procedural pain outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, urinary tract disorder, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient had received treatment for: dysmenorrhea, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, apareunia, urinary problems, vaginal infection, vaginal discharge, uti, fibroid uterus, failed ablation due to essure coils, cervicitis, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new event: transient procedure pain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), urinary tract infection ("bladder/urinary problems: uti") and cervicitis ("cervicitis") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, weight increased, uterine leiomyoma and cervicitis outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, urinary tract disorder, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: failed ablation due to essure coils. Patient had received treatment for: dysmenorrhea, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, apareunia, urinary problems, vaginal infection, vaginal discharge, uti, fibroid uterus, failed ablation due to essure coils, cervicitis, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: essure removal date and surgeries were added. Events: pelvic pain, abdominal pain, apareunia, dysmenorrhea, dyspareunia, menorrhagia, urinary problems.,vag. Infect.,vag. Discharge, uti, hormonal changes, weight gain, fibroid uterus, cervicitis were added. Plaintiffs address details and date of birth, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.